Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. Examination of the provided x-ray image finds sufficient evidence to confirm a disassociation of the liner from the acetabular cup. The root cause many be related to an inadvertent mispositioning of the acetabular cup. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a worldwide lot specific complaint database search, or device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Removed joint injury and locking mechanism.

Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Excessive wear between the head and the polyethylene with contact with the backmetal. Primary surgery was 5 years ago. Examination of the provided x-ray image finds sufficient evidence to confirm a disassociation of the liner from the acetabular cup. It is also noted that the acetabular cup is positioned more vertically than is recommended by depuy.